Event description:
Information received from the article: meckel s, mcauliffe w, fiorella d, et al. Endovascular treatment of complex aneurysms at the vertebrobasilar junction with flow diverting stents: initial experience. Neurosurgery. 2013 sep;73(3):386-394. 10 patients with large or giant complex vertebrobasilar junction aneurysms were treated with fds (flow diverting stents). 9 patients were treated using ped (pipeline embolization device) and 1 patient was treated with a silk stent. Each patient was placed on antiplatelet therapy according to each physician. Out of the 10 patients treated with an fds, four patients expired. Case 8: treatment of a giant fusiform partially thrombosed aneurysm. The patient was given aspirin 100 mg/d plus clopidogrel 75 to 150 mg/d for 3 to 7 days prior to the fds treatment. An eptifibatide (glycoprotein iib/iiia antagonist) infusion was initiated during the procedure and continued for 5 days. The patient underwent fds embolization treatment along with a concomitant coiling procedure on an unspecified date. During the procedure, a total of six fds devices were implanted without issues. Dual antiplatelet therapy with clopidogrel (75-150 mg/d) and aspirin (81-325 mg/d) was continued. A steroid medication was continued post procedure. Three weeks post procedure, angiography showed complete occlusion. However, the patient expired due to a delayed thalamic hemorrhage.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other pipeline devices involved in the event are as follows: model: not reported / lot: not reported / dom: n/a / exp: n/a (qty. Unknown) (B)(4).